Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736 -2246) on 31-oct-2015. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("horrible pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2017: this case is potential legal case, lawyer added. Essure insertion date added and she had surgery to remove the essure implant on (B)(6)2015. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2246) on 31-oct-2015. The most recent information was received on 30-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and pelvic infection ("infection (other) describe: pelvic") in a 34-year-old female patient who had essure (batch no. C75451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystocele (hysterectomy) since 2015, uterovaginal prolapse (hysterectomy) since 2015 and uterine cervical motion tenderness. Concomitant products included norethisterone (jolivette-28) since (B)(6) 2014 for birth control as well as loratadine (claritin) since 2004 and prenatal since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and pelvic infection (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type: skin rash"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: vision blurry"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), constipation ("gastrointestinal or digestive system condition (event splitted for coding):constipation"), dyspepsia ("gastrointestinal or digestive system condition (event splitted for coding)"), alopecia ("hair loss"), suprapubic pain ("suprapubic pain"), diarrhoea ("gastrointestinal/digestive system condition: diarrhea"), abdominal distension ("abdominal bloating"), dysgeusia ("metallic taste in mouth") and hyposmia ("sense of smell"). The patient was treated with doxycycline, ondansetron (zofran) and surgery (on 03nov2015 hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, pelvic infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, constipation, dyspepsia, suprapubic pain, diarrhoea and abdominal distension outcome was unknown, the genital haemorrhage, rash, allergy to metals, weight increased, alopecia and dysgeusia had resolved and the vision blurred and hyposmia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hyposmia, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, suprapubic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she tolerated procedure without incident. No evidence of the essure coils having perforated . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on 12-mar-2015: total bilateral occlusion approximate weight at the time of essure placement 149 lbs on 22-dec-2015 patient had surgical pathology report resulted in uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus: benign proliferative phase endometrium. Acute and chronic cervicitis with inflammatory epithelial changes. Fallopian tubes, right and left: medical device present (essure device) in bilateral fallopian tubes. Fallopian tubes otherwise have not significant histopathologic abnormality. Essure devices present bilaterally; removed and returned to patient . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : abdominal distension,vaginal discharge,dyspareunia. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs+mr received, reporter added, lab data added,event added as :- diarrhea, abdominal distension, event vision problem was updated to blurred vision, and event gastrointestinal condition was updated to constipation.concomitant condition updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2246) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain / pain'), genital haemorrhage ('abnormal bleeding (general) / heavy bleeding') and pelvic infection ('infection (other) describe: pelvic') in a 34-year-old female patient who had essure (batch no. C75451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystocele (hysterectomy) since 2015, uterovaginal prolapse (hysterectomy) since 2015 and uterine cervical motion tenderness. Concomitant products included norethisterone (jolivette-28) since (B)(6) 2014 for birth control as well as since 2004 and ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 11 months 25 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic infection (seriousness criterion medically significant) and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type: skin rash / rashes or skin condition"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: vision blurry"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition (event splitted for coding):constipation"), dyspepsia ("gastrointestinal or digestive system condition (event splitted for coding)"), alopecia ("hair loss/hair falling out in clump"), suprapubic pain ("suprapubic pain"), diarrhoea ("gastrointestinal/digestive system condition: diarrhea"), abdominal distension ("abdominal bloating /look pregnant /inflamed"), dysgeusia ("metallic taste in mouth"), hyposmia ("sense of smell"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with doxycycline, ondansetron (zofran) and surgery (on (B)(6) 2015 hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, allergy to metals, weight increased, alopecia, abdominal distension, dysgeusia, abdominal pain and arthralgia had resolved, the pelvic infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, constipation, dyspepsia, suprapubic pain and diarrhoea outcome was unknown and the vision blurred and hyposmia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hyposmia, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, suprapubic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she tolerated procedure without incident. No evidence of the essure coils having perforated diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Approximate weight at the time of essure placement 149 lbs on (B)(6) 2015 patient had surgical pathology report resulted in uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus: - benign proliferative phase endometrium. - acute and chronic cervicitis with inflammatory epithelial changes. Fallopian tubes, right and left: - medical device present (essure device) in bilateral fallopian tubes. - fallopian tubes otherwise have not significant histopathologic abnormality. Essure devices present bilaterally; removed and returned to patient concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : abdominal distension,vaginal discharge,dyspareunia. Concerning the injuries reported in this case, the following ones were described in patient¿s social media confirming event : abdominal distension,dysgusia,pelvic pain,alopecia,. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New event:abdominal pain ,joint pain were added. Event verbatim; hair loss/hair falling out in clump , abdominal bloating /look pregnant /inflamed were updated. Events: pelvic pain female , abdominal pain , joint pain , abdominal bloating, metallic taste,outcome were updated to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2246) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain / pain'), pelvic infection ('infection (other) describe: pelvic') and genital haemorrhage ('abnormal bleeding (general) / heavy bleeding') in a 34-year-old female patient who had essure (batch no. C75451-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *approximate weight at the time of essure placement 149 lbs on (B)(6) 2015 patient had surgical pathology report resulted in uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus: - benign proliferative phase endometrium. - acute and chronic cervicitis with inflammatory epithelial changes. Fallopian tubes, right and left: - medical device present (essure device) in bilateral fallopian tubes. - fallopian tubes otherwise have not significant histopathologic abnormality. Essure devices present bilaterally; removed and returned to patient. Concurrent conditions included cystocele (hysterectomy) since 2015, uterovaginal prolapse (hysterectomy) since 2015 and uterine cervical motion tenderness. Concomitant products included norethisterone (jolivette-28) since (B)(6) 2014 for birth control as well as since 2004 and folic acid;iron (prenatal) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 11 months 25 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type: skin rash / rashes or skin condition"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: vision blurry"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition (event splitted for coding):constipation"), dyspepsia ("gastrointestinal or digestive system condition (event splitted for coding)"), alopecia ("hair loss/hair falling out in clump"), suprapubic pain ("suprapubic pain"), diarrhoea ("gastrointestinal/digestive system condition: diarrhea"), abdominal distension ("abdominal bloating /look pregnant /inflamed"), dysgeusia ("metallic taste in mouth"), hyposmia ("sense of smell"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with doxycycline, ondansetron (zofran) and surgery (on (B)(6) 2015 hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, allergy to metals, weight increased, alopecia, abdominal distension, dysgeusia, abdominal pain and arthralgia had resolved, the pelvic infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, constipation, dyspepsia, suprapubic pain and diarrhoea outcome was unknown and the vision blurred and hyposmia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, hyposmia, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, suprapubic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she tolerated procedure without incident. No evidence of the essure coils having perforated diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : abdominal distension,vaginal discharge,dyspareunia. Concerning the injuries reported in this case, the following ones were described in patient¿s social media confirming event : abdominal distension,dysguesia,pelvic pain,alopecia. Batch number c75451 is not valid. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 31-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and pelvic infection ("infection (other) describe: pelvic") in a 34-year-old female patient who had essure (batch no. C75451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystocele (hysterectomy) since (B)(6) and uterovaginal prolapse (hysterectomy) since (B)(6). Concomitant products included norethisterone (jolivette-28) since (B)(6) 2014 for birth control as well as loratadine (claritin) since (B)(6) and prenatal since (B)(6). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and pelvic infection (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type: skin rash"), migraine ("migraines / headaches (event split for coding)"), headache ("migraines / headaches (event split for coding)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems type: vision"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition (event split for coding)"), dyspepsia ("gastrointestinal or digestive system condition (event split for coding)"), alopecia ("hair loss") and suprapubic pain ("suprapubic pain"). The patient was treated with doxycycline and surgery (on (B)(6) 2015 hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, pelvic infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, dyspepsia and suprapubic pain outcome was unknown, the genital haemorrhage, rash, allergy to metals, weight increased and alopecia had resolved and the visual impairment was resolving. The reporter considered allergy to metals, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, suprapubic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Approximate weight at the time of essure placement 149 lbs. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter was added. Patient details, concomitant disease, concomitant drugs, treatment drug, lab data and unstructured relevant tests were added. Lot number and indication of essure were added. Hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (other) describe: pelvic, rashes or skin conditions type: skin rash, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: vision, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition, hair loss and suprapubic pain were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.